Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 5, the implant had not achieved osseointegration. Clinician noted acute sinusitis, an infection, pain, mobility, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 5, the implant had not achieved osseointegration. Clinician noted acute sinusitis, an infection, pain, mobility, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).